Manufacturer narrative:
Additional information obtained identified the patient was implanted with two scs leads. The second lead has been added to the report as device 2. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-006367. It was reported ((B)(6)) the patient was not receiving effective stimulation therapy from the scs system. Subsequently, the patient's scs system was removed.